Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective/damaged could not be verified. Visual inspection of the sample was conducted and there were no physical defects or damages notice. The sample was then primed and a simulation infusion was conducted. No issues were found during the testing of the device. A device history record review for model 2420-0007 lot number 20096273 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the complaint could not be determined due to the inability to replicate a product failure during testing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause for the complaint could not be determined due to the inability to replicate a product failure during investigation. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: 20096273. Defective tubing.